Event description:
The registered nurse(rn) reported to baxter an issue of "therapy was reset" message found on homechoice(hc) device during use. The baxter technical representative (tsr) explained the displayed message and the rn stated that she will reprogram the hc. . There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not returned to baxter, and therefore sample evaluation will not be completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported condition of program changed by device, "therapy was reset" was confirmed, and the assignable cause was undetermined.